Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing of ventricular signals. Technical services (ts) reviewed the reports and noted that the histograms could be indicative of farfield oversensing, atrial fibrillation (af), or noisy signals. Ts suggested reprogramming options and troubleshooting actions, such as evaluating the integrity of the atrial lead. The lead remains in use. No adverse patient effects were reported.